Event description:
The facility reports one incident of a leak in the pump segment approximately 30 minutes into dialysis treatment. Bloodline and dialyzer were discarded resulting in estimated blood loss of 240cc. A new line was set up and treatment continued. Pt experienced shortness of breath and was administered oxygen. No other medical intervention was required and no pt injury is reported.